Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that last week they were in the hospital for acute kidney failure (not alleged to be related to the device/therapy) and while in the hospital they inserted a catheter. The patient reported that since they removed the catheter and they left the hospital last thursday, they have not been able to control their urine. The patient reported that they kept urinating in their diaper and they couldn¿t make it to the toilet. The patient stated that they have made a few therapy changes and that they have helped some but now they were back to where they once were. While on the call, the patient connected to their therapy settings and it showed that the stimulation was off. The patient stated that they were playing with their settings earlier that day of the call but they didn¿t recall turning stimulation off. The patient then proceeded to turn the stimulation back on to 5.0v on program 4 and comfortable. The patient mentioned that they had a health care professional (hcp) appointment on (B)(6) 2020. No further complications were reported at this time.